Event description:
It was reported that the patient's inflatable penile prosthesis would not inflate. The device had fluid loss from an unidentified source. The device was replaced. The patient outcome was fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.